Event description:
Healthcare professional reported right side rupture. The device remains implanted.

Manufacturer narrative:
Phone number (B)(6). Mobile number (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported right side "folds in the lower outer aspect of the right implant" and "mastalgia, baker grade ii and iii capsular contracture."